Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device has depleted from 50% to 15% between interrogations. Remote device analysis was performed and premature battery depletion is suspected. This device was subsequently explanted as the patient had no need for the device anymore after having a heart transplant. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population."